Event description:
The patient underwent vns generator explant surgery. It was reported that the explanted product was discarded in the o.r.

Event description:
It was reported that the patient was referred for vns explantation surgery due to a lack of efficacy. However, clinic notes were received by the manufacturer that indicated that the patient experienced pain and difficulty breathing and would like to have the vns removed. The patient's settings were reduced until the vns was disabled. The patient has experienced no significant interval worsening in seizure control or mood since the settings began to be reduced. It was reported that the patient's seizures were slightly improved with the same AED regimen and the decrease in output currents. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.